Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no evaluation could be performed. Internal file number - (B)(4).

Event description:
The hospital reported that during a coronary artery bypass procedure, the blower mister co2 gas was flowing backward into the saline bag. They were unable to stop the flowing and the co2 bubbling which filled the saline bag and caused the pressure to burst. A replacement unit was used to complete the procedure. The hospital did not report any patient effects. The product is returning.